Event description:
Doctor found two broken containers. Each container was settle in a canister of aluminum, frozen in a deep freezer and stored in the liquid nitrogen. Cells from the broken container were not used, there was enough product for engraftment.